Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor 250cc memorygel breast implant, catalog # 3542507, lot # 195265. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with two mentor 250cc memorygel breast implants that both ruptured post-operatively. Rupture was diagnosed via mammography. As a result, the patient underwent bilateral removal and replacement with mentor 325cc memorygel breast implants (catalog # 3503251bc, s/ns (B)(4) on (B)(6) 2018. This medwatch report is for the left-side device.

Manufacturer narrative:
The device history record (DHR) of lot number 197256 was reviewed on 7/27/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).